Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 37702, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3888-56, lot# v572095, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-56, lot# v572095, implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead . Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: extension.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) that the patient was experiencing pain at the battery site and not using the implantable neurostimulator (ins) anymore. Reprogramming and increased medication was unsuccessful in resolving the pocket pain. The ins was explanted and the issue was resolved at the time of the report. The ins was indicated for chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.